Manufacturer narrative:
Evaluation: several instruments were received for investigation. It is unclear which handpiece definitively caused the burn to the patient. All components have been investigated. With the exception of one handpiece, all products were not remarkable (the detected defects could not be related to the burn as described). Handpiece with serial number (B)(4) was found to have a broken ball bearing at the tip of the handpiece. The manufacturing date is 2009; there is no recording of a performed repair. As no other product returned was showing a defect which indicates a possible unusual warming, it is very likely that this handpiece caused the burn to the patient as described. The broken ball bearing at the tip of handpiece gd450m with serial number (B)(4) is in our opinion a consequence by an above-average wear and tear after longer and/or intensive usage, most likely in combination with higher forces experienced by the product (lateral forces) during usage. We were not able to relate the defect back to a product or manufacturing issue.

Event description:
Country of complaint: (B)(6). (B)(6) incident details: the drill became hot enough to cause a small burn to the corner of the patient's mouth and muscosa, the drill gained heat rapidly less than ten seconds from commencement of use. Details of injury: small burn of the outside corner of the patient's mouth 10 mm - 2 mm and blanching of the muscosa on the inside of his mouth, pain and distress.